Event description:
User indicated that electrode pads are "burning" their patients. Upon examination, it appeared to customer that the pig tail within the electrode reduces down to a single fiber rather than the small bundle of fibers that are contained within the pig tail. Requested chattanooga group to examine electrodes but were not returned.

Manufacturer narrative:
Product is contract manufactured for chattanooga group. Product was not returned so no evaluation could be conducted.